Event description:
It was reported the sys intermittently would not boot. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated. The real time operating sys (rtos) was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.